Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6) . The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg+b result from the cobas e 801 analytical unit. The initial result was 129 miu/ml. The repeat result was >10000 miu/ml with a data flag and was believed correct.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges.